Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 (no code available (3191) is used to capture the surgery prolonged and medical device removal). Pc ra was re-evaluated on (B)(6) 2020. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 and ad 21 june 2019 were reviewed on 12 december 2019. On (B)(6) 2016: the patient underwent a left total knee arthroplasty. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2018: the patient underwent a revision of left knee for pain, ¿severe¿ decreased rom (range 10-30 degrees), and suspected tibial tray loosening. Intraoperatively, the surgeon found tibial tray loose at implant-cement interface. The patella was not revised. All other components (femoral, tibial, insert) were replaced with depuy revision knee system. It is noted that non-depuy cement was utilized on tibial side and depuy cement utilized on femoral side during revision surgery. Doi: (B)(6) 2016. Dor: (B)(6) 2018 (femoral, tibial, insert).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the tibial component at the cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4).